Manufacturer narrative:
The investigation into the motor current issues has been completed. The pump and data logs were returned for evaluation. The data logs were reviewed and confirm a motor current spike followed by a lack of pulsatility in motor current which is indicative of ingested biomaterial. The pump was evaluated and biomaterial was found in the outlet cage of the pump. The root cause of the saturated flow was determined to be biomaterial ingestion adding additional resistance to the impeller, increasing motor current and flow. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 51 year old male with heart failure/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a spike in motor current, followed by motor current flattening, saturated lv signals and saturated pump flow issues. The impella 5.5 was removed. There was no patient harm reported.